Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h6 and h11. The device was returned to the regional repair center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light transmission was lost or too low and there were stripes on the image. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. For the newly identified malfunction reported as ¿the light transmission is lost or too low¿, it was due to the light guide bundle of the video cable was broken, and since the video cable was broken there were stripes on the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: it was reported that the event occurred during a therapeutic laparoscopy procedure, which was completed with a similar device with no delay.

Manufacturer narrative:
E1: hospital: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had a blue image. Even after white balance, during an unspecified therapeutic procedure. There were no reports of patient harm.